Event description:
New information received notes that the right ventricular (rv) lead was dislodged into the atrium. The lead was repositioned successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed.